Manufacturer narrative:
Evaluation- the product was not returned to assist with the investigation. No information regarding the event has been provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
It is alleged that patient received a cook gunther tulip on (B)(6) 2005 and on (B)(6) 2005 at (B)(6). It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have not been provided.

Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It is alleged that patient received a cook gunther tulip on (B)(6) 2005 at (B)(6). It is alleged that patient was injured without further explanation. Patient is also seeking punitive damages. Medical records have not been provided. Patient outcome was not provided.

Manufacturer narrative:
Investigation - it has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "plaintiff is alleging filter embedded, leg pain, back pain, foot pain, depression, and anxiety and success retrieval ¿. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Unknown if the reported ¿leg pain, back pain, foot pain, depression, and anxiety¿ is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. There is no evidence to suggest the product was not manufactured to according to specifications.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 06/20/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2005 via the right femoral vein due to a history of lupus nephritis, left common femoral dvt, and heparin induced thrombocytopenia. Plaintiff is alleging filter embedded, leg pain, back pain, foot pain, depression, and anxiety. Patient alleges success retrieval on (B)(6) 2005. Patient alleges that a second ivc filter was implanted on that same day after retrieval of the first filter.